Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 42 mg/dl. Reportedly, the cause of the low bg was unknown. The bg was reportedly treated by consuming carbohydrates and juice. The customer declined assistance from tandem technical support regarding the issue and declined to provide further information.